Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented to the hospital and high, out of range defibrillation impedance was reported. The right ventricular (rv) lead was explanted and replaced; however, the impedance remained near the upper limit. The new rv lead was then repositioned with no change. All other electrical values were in range and there was no alleged malfunction of the rv lead. The patient was stable with no adverse consequences.